Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead experienced physical damage to the shock coil. Subsequently, this lead was surgically abandoned in situ and a new lead, same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead experienced physical damage to the shock coil and exhibited high out of range shock impedance measurements greater than 200 ohms. Subsequently, this lead was surgically abandoned in situ and a new lead, same model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should different information be provided.